Event description:
Customer reports that insulin pump is malfunctioning; he states pump is not recording blood glucose levels. Customer states blood glucose was low and high all day and had ketones. Blood glucose levels were 49 mg/dl, then rose to 478 mg/dl and 545 mg/dl. Which were treated with manual injections. Customer wants to replace insulin pump and does not want to troubleshoot. No further information provided.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The test blood glucose meter communicated properly to the insulin pump and the blood glucose values registered properly in the bolus history screen. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).